Manufacturer narrative:
(B)(4)baxter has conducted an investigation, and the root cause is unknown at this time.

Manufacturer narrative:
(B)(4). An actual and companion sample were received for evaluation purposes related to difficult to prime condition. Visual and functional tests were performed, and the reported condition was confirmed on the actual and not the companion sample. During the visual inspection it was noticed that there was a blockage in the tubing at the low profile one piece luer lock. In addition, the actual sample failed to clear passage at 8psi. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a flolink microbore catheter extension set that would not prime. The customer is assuming that the issue is with the tubing rather than the flolink luer. There was no patient involvement. No additional information is available.